Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video pancreatectomy, surgeon was able to press the green button but had difficulty in closing or squeezing the handle. Device was not able to fire. No patient injury.